Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: product was not returned and photos were not provided, so device evaluation could not be completed. Potential cause: root cause was unable to be determined. This event could possibly be attributed to unknown patient or operational factors. DHR review: the lot number is unknown so the DHR was unable to be reviewed. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a tether construct was removed and replaced with a fusion construct from t3-l3 due to the patient's lack of flexibility. The initial tether construct was from t5-l1. This is report 12 of 20 for this event.

Manufacturer narrative:
Product code: qhp. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2021-00318 through 3012447612-2021-00337.

Event description:
It was reported that a tether construct was removed and replaced with a fusion construct from t3-l3 due to the patient's lack of flexibility. The initial tether construct was from t5-l1. This is report 12 of 20 for this event.